Event description:
It was reported that the patient underwent a spinal procedure on a lumbar disc herniation between l5 and l6. It was reported that a jaw of the pituitary broke off in the patient during use. The fragment was retrieved successfully. No patient complications were.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Evaluation found that the inferior shaft is broken at the lower portion of the pivot pin hole. The broken off portion of the jaw is missing and was not returned for analysis. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with overload.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.